Event description:
Lap gastric bypass procedure. Slc55b was fired; there was no cutting at all along the stapling line. Device reloaded with slcr55b, fired, and cut along 60% of stapling line. Device reloaded with slcr55b, fired, and cut along 80% of stapling line. Lap scissors used to cut stapled tissue.